Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion on l3-s1. He was implanted with rhbmp-2/acs. Post-op, the patient suffered from progressively worsening low back pain with radiculopathy in his lower extremities. Currently, the patient continues to experience chronic low back pain, pain and radiculopathy in his lower extremities, and swelling in his knees. He is unable to sit or walk for extended period of time. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.